Event description:
On (B)(6) 2012, a nurse contacted global technical services from a hospital regarding an unrelated issue on this same patient. On (B)(6) 2012, global pharmacovigilance received the following information regarding the patient's hospitalization from the peritoneal dialysis registered nurse (pdrn). In (B)(6) 2011, the patient began continuous cycling peritoneal dialysis (ccpd) therapy with a total fill volume of 11.6 liters daily. On (B)(6) 2012, the patient was diagnosed with peritonitis, manifested by abdominal pain and cloudy effluent, and was hospitalized for the event. The peritonitis was related to technique. The patient received unspecified treatment for peritonitis with (B)(6). On (B)(6) 2012, the peritonitis resolved and the patient was discharged from the hospital. Peritoneal dialysis (pd) therapy was ongoing. The pdrn reported the peritonitis was not related to baxter products. On (B)(6) 2012, product surveillance spoke with the pdrn and the following information was reported. On an unreported date, the patient was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of a use error - breach in aseptic technique is confirmed, because it was reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.